Manufacturer narrative:
Customer complained about having critical pump error (open book image) alarm/moisture damage on (B)(6) 2021. The thus download was successful. Pump error 53 alarm (linenumber=5632; filenumber=2005) found in the insulin pump history/trace download on (B)(6) 2021 at 16:53:48 o'clock. Base on ngp pump error 53-failure analysis guide: pump error 53 alarm (linenumber=5632; filenumber=2005) due to software error. No critical pump error (open book image) alarm noted after battery insertion. Device was received with pump error 38 alarm during rewinding. Unable to perform motor drive tests due to pump error 38 alarm. Device was received with faded/stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Device was cut opened, inspected and tested. No physical damage or moisture damage found on the electronic assembly, motor assembly, force sensor assembly or battery tube assembly. The force sensor measurement was within specific range (23.2 milivolts). Found motor jammed gearbox. Replaces a test motor and redo the rewind test. Device passed the rewind test with test motor. In summary, customer allegation for critical pump error (open book image) alarm was not confirmed. No moisture damage found. Pump error 53 alarm (linenumber=5632; filenumber=2005) found in the insulin pump history due to software error. Pump error 38 alarm during rewind test due to jammed motor gearbox. Cosmetic damage found on the back of the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and exposed to moisture. Customer reported they received the open book image on the insulin pump screen. Customer stated other insulin pump error displayed on the screen before the open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.